Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had a burn present. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps elevator has a burn. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to a heating element ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.